Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging ipg. No device malfunction suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded by the facility.